Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis - the xenon lightsource was received in used condition. Evaluation identified that the left side panel required replacement. Root cause analysis - the reported complaint was confirmed. The issue of this xenon lightsource getting hot and smelling like smoke is most likely due to damage to the unit caused by rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) became hot and smelled like smoke when plugged in. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.